Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an infection approximately two months after the implant of the implantable loop recorder (ilr)device. The ilr was removed. No patient complications have been reported as a result of this event.